Manufacturer narrative:
Concomitant medical devices: product ID: 3877-45, lot# 0206559286, product type: lead. (B)(4).

Event description:
The health care provider (hcp) via a manufacturer representative reported that there was high impedance greater than 10,000 ohms on all electrodes. In the operating room, the lead was disconnected from the extension and was measured alone, showing the high impedance. The leads were implanted for 1 year and 7 months. The action taken to solve the issue was replacement of the lead for a new one. The leads were not still implanted and the further action that would be taken was replacement. The patient did not received proper therapy anymore. The lead would be returned for analysis. The patient was alive with no injury.

Manufacturer narrative:
Device analysis for lead (B)(4) revealed the body conductor broken at the anchor site unknown.